Event description:
Syringe breached side of needle box. Employee was subsequently stuck while transferring the red bag holding the needle box to a red cart. The needle was sticking out the flat side of the needle box by about one inch.